Manufacturer narrative:
(B)(4). This complaint for a report of a low drain volume alarm was confirmed. The root cause was air in patient line. This issue is being investigated through CAPA.

Event description:
The home patient (hp) contacted baxter's technical service center regarding a low drain volume (ldv) alarm which occurred on the homechoice (hc) during use during initial drain. The drain volume equaled 70ml. The last volume infused was 500ml. The initial drain volume alarm setting was unattainable. The patient did not start therapy dry or without a last fill. The set did not contain fibrin. The drain did not resume upon repositioning. The baxter technical services representative (tsr) had the hp check the lines for kinks, fibrin, and air. There was air in the patient line, so the tsr advised to start over with new supplies and assisted to end therapy. Baxter product surveillance contacted the home patient on (B)(6) 2012. She stated that after starting over with new supplies, therapy went well. She did not notice anything unusual with the supplies. The samples were discarded and she did not recall the lot. She had told her nurse about this incident. There were no adverse effects reported in relation to this event. Therapy since has been going well.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.